Manufacturer narrative:
The device intended for use in treatment was returned for evaluation, establishing a relationship between the event reported. The visual evaluation found the front and back enclosures damaged. The functional evaluation found the mainboard is defective. Root cause determined as circuit board failure. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported events. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device did not generate alarms under expected alarm conditions. Additionally it did not start-up correctly and was not free from critical errors because the mainboard was defective. No patient harmed and no injury reported because this was found during service and repair.